Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the customer has simulated readings with third party pt simulators and receives inaccurate spo2 and pr readings (no values available) from the device during testing. It was reported that a masimo tester was not used. There were no error codes displayed or visual or audible alarms observed. Customer also reported "the readings seem to be off calibration compared to my certified test equipment, pronk sim cube. I did get it to fail calibration verification". There was no pt involvement.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.